Event description:
The company was informed that the pt's device was explanted due to an inability to tolerate the device. The pt reportedly experienced pain at the implant site during an MRI and requested that the device be removed. The pt has elected to not be reimplanted with another cochlear device.